Manufacturer narrative:
2 photos were received and analyzed by our quality team with the customer's complaint of needle through shield. The photos are enough to verify the failure but without a physical sample for investigation, the root cause remains unknown. Multiple attempts were made to acquire the device production history but due to plant closure the records could not be obtained. If there were quality alerts or abnormalities for this lot# these would be evident and reported. In this case quality defects in this lot are unlikely.

Event description:
Photos.

Event description:
It was reported that the bd syringe allergy 1ml w/ndl 27x1/2 rb needle went through the shield. The following information was provided by the initial reporter: material # 305540. Batch # 5097095. Verbatim: rcc received a complaint via email. Email(s) attached. I wasn't sure if I let you know or if you know who I reached out to but I had an incident in the past that has now happened again. It might be a defect in the order but I wanted to bring it to someones attention since it's the second time. One of our needles was sticking out of the top, I have attached pictures for reference. I¿m not sure if this is a business unit that you can help with but I need someone to get in touch with regarding issues my customer is having. This isn¿t the first incident they¿ve experienced with broken needles from the bd allergy trays. I¿ve included the photos they sent me. If you¿re able to help me, get them working product that would be great or get me in contact with who can help! The customer experienced with broken needles from the bd allergy trays. Item# 305540. Lot# 5097095.

Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.